Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported by the customer, the patient had a PICC catheter placed via the right cephalic vein under ultrasound guidance, electrocardiographic localization, and local anesthesia with 2% lidocaine 0.3 ml on december 29, 2024.on 2.13, when oxaliplatin was being infused via the PICC line, fluid was found to be extravasating along the catheter dressing, and a member of the sedation team was contacted for a consultation. After examination, a breach was found at 38 cm of the catheter, and the catheter was trimmed, the skin around the catheter was re-sanitized, and the dressing was replaced. The patient's skin was not painful and red, and the infusion of oxaliplatin and other fluids continued.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged catheter is confirmed; however, the exact cause is unknown. One photograph of a groshong catheter was returned for evaluation. An initial visual observation of the photograph showed a circumferential split in the catheter tubing; however, no details of the damage could be discerned from the returned photograph. Some use residue was observed on the sample in the returned photograph. There were no distinguishing features in the returned photograph of the device which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.